Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that a cartridge alarm 1 occurred during basal deliveries. Subsequently, a minimum fill notification occurred after filling the cartridge with 250-300 units of insulin. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 261 mg/dl.